Manufacturer narrative:
Corrected data: (device evaluated and device returned).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer cracked the pump touch screen and it became unresponsive and suspended insulin delivery. Customer's blood glucose level was 276 mg/dl. Reportedly, customer reverted to insulin injections for insulin therapy.